Event description:
It was reported that an intraocular lens (iol) was partially delivered on patient's left eye, but bent/broken haptic. Same model and diopter size product was used as the back-up iol. It was noted that no additional information will be provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not explanted. The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 7, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The complaint lens could be observed to be stuck in the neck of the cartridge and that the lens was overridden by the plunger rod. The cartridge could also be observed to be bulging around the lens. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the observed issues could be identified. The lens was removed from the cartridge and cleaned revealing that, it was damaged, had a detached haptic, and a damaged haptic, which is consistent with a lens that was overridden. The complaint issue " dc-haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.